Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversesing on the ventricular rate/sense channel resulting in pacing inhibition. The noise could be reproduced with isometrics. The patient complains of device flipping in the pocket.